Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 11-apr-2024, it was reported that on (B)(6) 2024, the patient had issue that the tape was not sticking and the product was rolled over while sleeping. No further information available.